Event description:
It was reported that during defibrillation threshold testing direction after the implant procedure, the left ventricular lead dislodged. The lead was attempted to be revised, but then was cut, capped, and used as a pin plug. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.